Event description:
On (B)(6) 2012 the patient reported that she had been having elevated blood glucose levels for the last two days as high as 400 mg/dl. Her normal range is in the lower 100's mg/dl. She stated that she gave herself boluses to bring down her blood glucose, but it did not go down significantly. The patient stated that she is ill and that may be the cause of the elevated blood glucose levels. The infusion device has not displayed an error or alert messages. The patient stated that she does not allow the insulin to come to room temperature before using it and was advised that she should always do so. The patient is concerned that the e4 (occlusion error) is not functioning properly. The patient has not received any e4 messages, but she has more success lowering her blood glucose after changing her infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.